Event description:
The customer reported via phone call that she had been having episodes of low blood glucose in the morning for the last 3 weeks. Customer stated that her blood glucose has been very erratic and unstable. Customer's current blood glucose was 400 mg/dl. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer stated 3 weeks ago the pump delivered a second prime and then it completely froze and pushed 28 units of insulin. Customer stated that she started bottoming out and she ate a kind car that has nuts and fruits. Customer later took some insulin with a needle. Customer stated that she has been making adjustments to her basal rates. Customer stated that she has been insulin resistance because she has an autoimmune disorder that affects her hormones. Customer stated that her blood glucose shouldn't have been affected. Customer stated that her blood glucose has been unstable since she started using the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.